Event description:
I serve as ems medical director for fire rescue, and all of our rescue crews use the physiocontrol lifepak 12 defibrillator, which includes a module for etco2 and waveform capnography monitoring - put into service in december, 2006. I am reporting a significant co2 sensor problem with this machine, regarding use of its "filterline" sensor for pts with endotracheal tubes. Through our quality management process, we recently learned that when the sensor line is not fully screwed in, there is no notice/warning to user that the co2 waveform line is not sensing the pt, but is merely a loose connection. In order to connect it correctly, the connector end must be screwed in 3 full rotations into the monitor port, and there is no click or other indicator that it is seated correctly -if too tight, the sensor ring breaks. Training by the company - for us and for our paramedics - stated that when a solid black line appears, after initial dashed line as sensor is being screwed in, this sensor is connected and is the pt's co2 tracing. Thus, a solid straight flat black line at zero means either that the endotracheal tube is incorrectly positioned, i.e. Esophageal and must be removed immediately, or that the pt's perfusion is too low to register as life, i.e. Real death and not resuscitatable. However, we slowly identified many cases where the solid straight flat black line at zero was either preceded or followed by excellent waveform tracings, or by full return of spontaneous circulation and a "save" from cardiac arrest-cases where no manipulation of the tube was done in between those readings. The paramedics verified correct tube placement by clinical means. We reviewed tracings with company representatives beginning 2/07, met with them in 6/07, and I met with other expert clinicians, all of whom looked at the code summary strips and stated the tube must not be correctly placed. However, we suspected the machine and later added alternative co2 devices for a few of our lead paramedics, and had cases where alternative co2 devices - easy cap colorimetric device or nonin capnometry - found good co2 readings - tube correct - while physio lp12 showed flatline. On 12/4/07, during a visit by physiocontrol personnel, we discovered how to reproduce these flatline tracings by screwing the sensor in very slowly while one of us breathed through the device -- when not fully in, the solid straight flat black line at zero appears; when tightened further, a low plateau waveform appears - incorrect reading -, and then further tightening finally produces an accurate waveform. On 12/6/07, we asked company to review and advise us. While waiting, we retrained our paramedics on proper use and trouble shooting. This problem training that flatline at zero is misplaced tube, plus lack of awareness of loose sensor flaw may lead users into erroneous removal of a perfectly good endotracheal tube from a critical pt; the replacement procedure and re-intubation attempt could lead to hypoxia, anoxia, hypercarbia, airway trauma, or aspiration. The problem may also lead users to believe that a pt in cardiac arrest has deteriorated from salvageable to non-salvageable, resulting in an incorrect decision to terminate further resuscitation attempts. I have now informed other ems medical directors about this problem, and they have investigated and confirmed that they are seeing the same problem in their ems systems with their pl12s. We do not know if other microstream waveform capnography devices share this same issue. We suggested to physio that the connection be reengineered to click into place, and/or flatline exactly straight at zero trigger a "check sensor" warning on screen to alert the user, that company reps be informed of this issue so that they can re-train users, that a user advisory notice be sent out, and that product manuals should be updated to include this. Dates of use: 2006 - 2008. Diagnosis or reason for use: cardiac or respiratory arrest. Respiratory failure needing endotracheal intubation.